Event description:
Procedure: appendectomy. Patient sex: unk. According to the reporter: the surgeon fired over the appendix and when the surgeon checked, staples had not fired at all. Abnormal bleeding occurred, and the surgeon sutured. It was not known the length of time or was extended. Multiple attempts were made requesting further information about the event; however, no further information is known.